Event description:
The customer called about an error code he had received while performing a blood glucose test. While troubleshooting, he performed control tests and received a results of 41, 53, and 204 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The customer was unable to provide the lot number for the test strips, but they are to be returned for evaluation. Replacement test strips were sent to the customer.